Manufacturer narrative:
Correction: section h6. The health effect, impact code should have been "unexpected medical intervention" rather than "no health consequences or impact".

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the pacemaker was in backup vvi mode. Technical services was contacted for a firmware update, but the attempt was unsuccessful. The patient was subsequently sent home to await a procedure for pacemaker explant and replacement. No interventions were performed and the patient remained in stable condition.